Manufacturer narrative:
Device evaluated by manufacturer?no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.

Event description:
Patient had a successful transoral incisionless fundoplication (tif) procedure with repair of a hiatal hernia on (B)(6), 2013 at (B)(6). The tif procedure was uneventful and there were no issues with the procedure or the medical device and the patient tolerated it well. The hospital that performed the procedure became aware that the patient was admitted to another facility with an abscess, adjacent to the ge junction. The manufacturer called the hospital for more information and an update on the patient and they declined to answer any questions.